Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 62, 183 mg/dl and second set of 91, 162 mg/dl. Tests were done within 10 minutes with a difference 88% and 50%. Pt did not experience any adverse events. No further info has been reported.